Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿lo¿ (a reading less than 40 mg/dl) on his adc freestyle libre sensor, which was subsequently believed to be erroneously low. Customer further reported that on (B)(6) 2017, after receiving the reading, he self-treated with sugar and chocolate. The next day, on (B)(6) 2017 customer was sent to a hospital, was diagnosed with dka (diabetic ketoacidosis) and admitted for a four-day hospitalization. Customer noted receiving unspecified treatment at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned and a valid serial number has not been provided, extended investigation has been performed. It has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for freestyle libre sensors and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field for this time period. Clinical data reviews are performed annually. Currently, data is only available for sensors manufactured through august 2017. The next review will be conducted in october 2018. Stability data for freestyle libre sensor were reviewed for sensor lots within expiry to cover complaint cases with awareness dates up to march 31, 2018 and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle libre sensors. No trips were observed. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a ¿lo¿ (a reading less than 40 mg/dl) on his adc freestyle libre sensor, which was subsequently believed to be erroneously low. Customer further reported that on (B)(6) 2017, after receiving the reading, he self-treated with sugar and chocolate. The next day, on (B)(6) 2017 customer was sent to a hospital, was diagnosed with dka (diabetic ketoacidosis) and admitted for a four-day hospitalization. Customer noted receiving unspecified treatment at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Common device name), (suspect medical device name) and (single use device) were incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported receiving a ¿lo¿ (a reading less than 40 mg/dl) on his adc freestyle libre sensor, which was subsequently believed to be erroneously low. Customer further reported that on (B)(6) 2017, after receiving the reading, he self-treated with sugar and chocolate. The next day, on (B)(6) 2017 customer was sent to a hospital, was diagnosed with dka (diabetic ketoacidosis) and admitted for a four-day hospitalization. Customer noted receiving unspecified treatment at the hospital. There was no report of death or permanent injury associated with this event.